Manufacturer narrative:
Correction/removal number: 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported she is unable to establish communication between her ipg and external devices. The patient also reported the programmer displays a communication error. The patient stated she had not charged her ipg in a month. Additionally, the patient stated she fell on the ipg. The sjm representative is to meet with the patient as the next course of action.